Manufacturer narrative:
The device was discarded, thus no investigation could be completed.

Event description:
A lead extraction procedure commenced to extract a right atrial (ra) and a right ventricular (rv) lead due to cied system/pocket infection. Spectranetics lead locking devices (llds) were inserted into each lead to provide traction. The physician started with a spectranetics 14f glidelight laser sheath to attempt removal of the ra lead. There was binding in the subclavian and innominate areas; the physician ran into an adhesion just before the innominate/superior vena cava (svc) junction. Physician switched efforts to remove rv lead, but while he was removing the glidelight device from the ra lead there was significant bleeding at the pocket area, and the physician used a stitch to partially close the vessel entry point. The glidelight device was inserted back in the vein over the rv lead, but was stuck in the subclavian area. The physician lased for one second, and the glidelight device slid forward smoothly to the point of where the device stopped on the ra lead. After approximately 10 seconds, the patient''s blood pressure started to drift down. Rescue efforts began. The glidelight device was pulled back to the clavicle area, and rescue balloon, medications and blood were given, and the patient's blood pressure started stabilizing. The surgeon opened the pocket wider and eventually clamped off the vein, cut the leads from above and repaired damage discovered in the subclavian/innominate junction. The physician was able to remove both leads successfully with a cook medical needle's' eye snare. Physician then implanted a micra (leadless pacemaker). Patient survived the procedure. This report captures the glidelight device in use when the subclavian/innominate junction perforation occurred. There was no alleged malfunction of any spectranetics devices in use during the procedure.